Event description:
On (B)(6) 2018, a pacemaker replacement procedure was performed because of normal battery depletion of the subject device. As the patient was not showing his own spontaneous rhythm, the reply dr was programmed to operate at 40 min-1 in vvi mode and also an external temporary pacing system was applied to the patient with a pacing rate of 60 min-1. When electrocautery was used during the procedure, pacing pulses from the reply dr were observed on ECG in addition to those from the temporary pacing system (please refer to the attached ECG). It was thus suspected that the reply dr was either undersensing the r-waves or operating in voo mode. The pacing rate of the temporary system was lowered in order that the reply dr was pacing at 40 min-1. Before the reply dr was disconnected from the atrial and ventricular leads, the pacing rate of the temporary pacing system was changed to 80 min-1. Then, there were no pacing pulses observed from the reply dr and both of the leads were successfully disconnected from the pacemaker with the patient stably paced by the temporary pacing system. After being disconnected from the reply dr, the ventricular lead was tested by a pacing system analyzer; then, there were no abnormalities in the lead measurements and the r-wave amplitude was measured at 6 to 7 mv. After a new pacemaker was connected to the existing atrial and ventricular leads, the pacemaker replacement procedure was completed. When the reply dr was interrogated after the replacement procedure, it was found that the statistics of "cycles in v noise" was zero.

Manufacturer narrative:
The preliminary analysis of the returned device revealed no anomalies.

Event description:
On (B)(6) 2018, a pacemaker replacement procedure was performed because of normal battery depletion of the subject device. As the patient was not showing his own spontaneous rhythm, the reply dr was programmed to be operate at 40 min-1 in vvi mode and also an external temporary pacing system was applied to the patient with a pacing rate of 60 min-1. When electrocautery was used during the procedure, pacing pulses from the reply dr were observed on ECG in addition to those from the temporary pacing system (please refer to the attached ECG). It was thus suspected that the reply dr was either undersensing the r-waves or operating in voo mode. The pacing rate of the temporary system was lowered in order that the reply dr was pacing at 40 min-1. Before the reply dr was disconnected from the atrial and ventricular leads, the pacing rate of the temporary pacing system was changed to 80 min-1. Then, there were no pacing pulses observed from the reply dr and both of the leads were successfully disconnected from the pacemaker with the patient stably paced by the temporary pacing system. After being disconnected from the reply dr, the ventricular lead was tested by a pacing system analyzer; then, there were no abnormalities in the lead measurements and the r-wave amplitude was measured at 6 to 7 mv. After a new pacemaker was connected to the existing atrial and ventricular leads, the pacemaker replacement procedure was completed. When the reply dr was interrogated after the replacement procedure, it was found that the statistics of ¿cycles in v noise¿ was zero.

Event description:
On (B)(6)2018, a pacemaker replacement procedure was performed because of normal battery depletion of the subject device. As the patient was not showing his own spontaneous rhythm, the reply dr was programmed to operate at 40 min-1 in vvi mode and also an external temporary pacing system was applied to the patient with a pacing rate of 60 min-1. When electrocautery was used during the procedure, pacing pulses from the reply dr were observed on ECG in addition to those from the temporary pacing system (please refer to the attached ECG). It was thus suspected that the reply dr was either undersensing the r-waves or operating in voo mode. The pacing rate of the temporary system was lowered in order that the reply dr was pacing at 40 min-1. Before the reply dr was disconnected from the atrial and ventricular leads, the pacing rate of the temporary pacing system was changed to 80 min-1. Then, there were no pacing pulses observed from the reply dr and both of the leads were successfully disconnected from the pacemaker with the patient stably paced by the temporary pacing system. After being disconnected from the reply dr, the ventricular lead was tested by a pacing system analyzer; then, there were no abnormalities in the lead measurements and the r-wave amplitude was measured at 6 to 7 mv. After a new pacemaker was connected to the existing atrial and ventricular leads, the pacemaker replacement procedure was completed. When the reply dr was interrogated after the replacement procedure, it was found that the statistics of "cycles in v noise" was zero.